Manufacturer narrative:
Per the user guide: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Subsequently, the basal iq feature suspended insulin. Customer's blood glucose level rose to 515mg/dl which was treated with a manual injection. A pump reset was performed to address the issue. Reportedly, customer was also using insulin past labeling. Tandem technical support educated customer regarding insulin labeling instructions.